Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a test clip fired properly, the next clip was broken, then the applier jammed and would not fire.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1800772 was manufactured on 05/29/2018 a total of (B)(4) pieces. Lot was released on 06/08/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. This sample is for tc 1900069860 and tc 1900069407. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. The first clip was out of position in the channel. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. It was observed that the first clip protruded from the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as it became stuck in the bent rotation tab. The clip was manually removed , and the next clip protruded from the channel and attempted to load into the jaws. After the clip was removed and the trigger cycle was completed, the following clip was out of position in the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 12 clips remaining in the channel, indicating that 3 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "the applier jammed and wouldn't fire" was confirmed based upon the sample received. One device was returned with the rotation tab bent and the first clip out of position in the channel. Upon functional inspection, the first clip was unable to load properly as it became stuck in the bent rotation tab. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that a test clip fired properly, the next clip was broken, then the applier jammed and would not fire.